Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly. We were unable to verify clock monitor frequency error due to unresponsive button. The insulin pump had a cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm clock monitor frequency error. Customer's blood glucose was unknown mg/dl. The customer is unable to clear the alarm. The customer stated that he did take the pump into the water. The customer was advised that the device is splash proof but can't be submerged in water. The customer stated that the buttons are not working. The customer was advised that the water damage has ruined the pump. The customer was advised that we will submit a request for a replacement pump and revert to his back up plan. The customer was advised to monitor his blood glucose.